Manufacturer narrative:
It was reported that a drill bit got stuck in a drill bit adaptor. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the root cause of this event is a use error, the drilling method was not correct. Corrected data: date of this report. Date received by manufacturer. If follow-up, what type. Device evaluated by manufacturer. Event problem and evaluation codes.

Event description:
At 11:35am, surgeon inserted drill bit into rosa 2.45mm drill adaptor and noted that "black ash-like material" was pushed out from inside the first adaptor indicating insufficient sterilization/cleaning. Unclean rosa adaptor and adtech drill bit were set aside, and backups prepared. At approximately 11:40am, while surgical fellow drilled through skull at trajectory "left frontal" for approximately one minute, drill bit fused in the 2.45mm adaptor (mt-02-161 s18411). Surgeon decided to postpone surgery until the following morning due to concerns regarding duration of anesthetization. Field service engineer requested fused adaptor for further analysis, but nurse manager refused. (B)(6) surgery was completed successfully on (B)(6) 2019.

Manufacturer narrative:
UDI: (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
At 11:35am, surgeon inserted drill bit into rosa 2.45mm drill adaptor and noted that "black ash-like material" was pushed out from inside the first adaptor indicating insufficient sterilization/cleaning. Unclean rosa adaptor and adtech drill bit were set aside, and backups prepared. At approximately 11:40am, while surgical fellow drilled through skull at trajectory "left frontal" for approximately one minute, drill bit fused in the 2.45mm adaptor ((B)(4)). Surgeon decided to postpone surgery until the following morning due to concerns regarding duration of anesthetization. Field service engineer requested fused adaptor for further analysis, but nurse manager refused. Seeg surgery was completed successfully on (B)(6) 2019.